Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open procedure, the device did not fire. New stapler was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open right colectomy procedure, the device did not fire. New stapler was used to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: (expiration date, lot#, UDI), if information is provided in the future, a supplemental report will be issued.